Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this implantable pulse generator (ipg) was electively replaced, no allegations against the device. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was disposed per facility policy and will not be returned for analysis. Postoperatively, the patient was programmed and reported receiving good coverage.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Correction to the follow up #1 MDR in b5 and h6. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14033313, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14033313, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure due to high impedances which subsequently resulted in a significant loss of coverage for the patient. The physician replaced the linear leads with a paddle lead and electively opted to replace the implantable pulse generator (ipg). Postoperatively, the patient was programmed and reportedly receiving good coverage. The explanted devices were disposed per facility policy and will not be return for analysis.